Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date unknown. The patient was seen at (B)(6) by surgeon, this is a center that helps patients with no insurance or need of financial assistance. No history is available on this patient from the hospital or surgeon. The patient was having dislocation problems and was revised by surgeon. He removed a 56mm duraloc cup, duraloc constrained liner, and large taper hip ball. An aml stem was left implanted and was well fixed. He reconstructed the acetabular using a multihole pinnacle cup. Doi: unknown, dor: (B)(6) 2018, right hip.